Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.

Event description:
The customer's husband reported that the customer was hospitalized for diabetic ketoacidosis, with body aches, nausea and problems breathing. The husband did not want to troubleshoot. He stated that he checked the programming and ran the prime test prior to calling. The husband asked to have the insulin pump replaced. Nothing further was reported.